Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the functioning of the device was impaired such that the battery required replacement. There was no adverse patient impact reported.